Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. The reported complaint cannot be confirmed from the returned photo. Photo review done. Unfortunately, nothing can be determined from these photographs. I would ask if tryptophan blue was used to stain the anterior capsule for this procedure. Its use is not uncommon. The reported complaint cannot be confirmed from the provided photo. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, when a slit photography was conducted a few days after the surgery on (B)(6), a blue-colored clouding was found in the iol. There was no effect on eyesight and the lens still remains in the patient's eye. There was no patient harm. Additional information was received, iol finding of blue colored clouding was getting disappeared. The postoperative visual acuity has not been decreased.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, intraocular lens finding was almost disappeared about 1 month after the initial surgery.